Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error 20602 (monitor engine stall). During functional testing, the system error 20602 was not duplicated. The device was powered on and a loaded set ran without discrepancies. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the log. The cause of the alarm could not be determined. No component replacement required to address this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.